Manufacturer narrative:
The insulin pump was received with a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. They were unable to perform the basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, or verify the compromised force sensor system alarm due to a motor error alarm. The pump was received with normal operating currents and passed the unexpected restart error test. The pump had a minor scratched lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a scratched reservoir tube window, and a stained end cap sticker.

Event description:
The customer reported via phone call that he had a compromised force sensor system alarm on the insulin pump. Customer stated that the insulin went squirting out. Customer tried again with a different reservoir and it happened again. Customer's blood glucose was 98 mg/dl at the time of the incident. Customer stated that the drive support cap is sticking out and protruding. Customer stated that he may have dropped the pump in the last few days. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.